Event description:
A malfunction alarm was reported with code malf 12. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump but to call back if the malfunction occurs again.